Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were sticking and become non responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had pump error alarm. Insulin pump rejected new batteries. Customer stated that the insulin pump was shut off. The insulin pump will not be returned for analysis.